Event description:
A ventilator was returned to the MFR for service. The device was not in pt use. During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The device's interface board will be replaced to address the issue.

Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.